Manufacturer narrative:
The infection in (B)(6) 2017 referenced in this section was reported under medwatch report # 2916596-2017-00839. (B)(4). Approximate age of device ¿ 11 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted into the hospital to receive a heart transplant, and a routine blood test was found to be positive for staphylococcus epidermidis. It was reported that the patient had a pump pocket infection. It was previously reported that the patient had bacteremia with staphylococcus aureus in (B)(6) 2017, and the source was presumed to be the pump. The patient¿s medication was changed, and parenteral antibiotics were administered. On (B)(6) 2017, the patient received a heart transplant. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump revealed small non-laminated islands of tissue-like deposition adhered to various areas of the textured blood-contacting surface of the proximal-side of the outlet elbow. The structure of the depositions suggests that they developed in the locations in which they were found. The deposition could not be correlated to the report of pump pocket infection. The instructions for use lists infection as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The incidental finding of thrombus during the evaluation of the returned device is reported under medwatch MFR report #2916596-2017-02318. The detail of the investigation findings is included in that medwatch report and is also provided below for convenience in review. The explanted pump was returned assembled with the driveline severed approximately 2 inches from the nipple of the pump housing and the remainder of the driveline was not returned. The device appeared to have been exposed to a fixative agent prior to returning to the manufacturer for analysis. Small non-laminated islands of tissue-like deposition were found adhered to various areas of the textured blood-contacting surface of the proximal-side of the outlet elbow. The structure of the depositions suggests that they developed in the locations in which they were found. The depositions were minimally obstructive to the blood flow path and likely would not have contributed to a functional or flow issue. Upon disassembly of the pump housing, white tissue-like depositions were found on the distal-side of the inlet stator/inlet bearing cup as well as on the inlet portion of the rotor/inlet bearing ball. The depositions appeared similar in structure, color, and texture, suggesting that they were initially one formation and broke apart upon pump disassembly. Moreover, the depositions lacked laminated layering, suggesting that they did not initially develop in this location; however, their specific origins could not be conclusively determined. The depositions were not adhered to the blood-contacting surfaces, showed no evidence of denaturation, and had a soft texture, suggesting that they were not present in the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device. A correlation between the reported infection and the observed depositions could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists infection and thrombus as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.